Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin safety syringe. The customer reports that the clear plastic sheath, safety shield, on the needle did not lock which resulted in a dirty needle stick to the nurse. The customer also reported when trying to activate the safety shield, it seems to become caught on something and therefore the shield is not properly locking. The nurse followed the protocol and lab work was completed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.